Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with reflin (dose, frequency and route of administration not reported). At the time of this report the patient remained hospitalized and it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available at this time.